Manufacturer narrative:
E1; reporter institution phone numbe:(B)(6). E1: reporter phone number:(B)(6). A philips remote service engineer (rse) worked with the customer coordinator and confirmed that the speaker of the x3 module is not working. I ordered parts to be sent to customer along with onsite visit. The field service engineer (fse) went onsite and confirmed speaker defect. Replaced part the speaker and the system is back in working order. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The speaker was replaced and is operational per specification. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the device had a speaker faulty. The device was in clinical use at time of event, there was no adverse event reported. It is unknown if the speaker was or was not able to produce sound at the time of the error.